Manufacturer narrative:
Patient codes: 2240,1971,1994,2061,3189 - surgical intervention. It was reported that the patient experienced necrosis, pain, hernia recurrence and scarring following surgery. It was reported that the patient underwent mesh revision on (B)(6) 2015.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2013 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.